Event description:
Patient information: the patient, female is a 25-year-old (dob (B)(4) 1997). Medical history of the patient was not provided to the manufacturer. Adverse event information: based on the information provided in the initial report, patient originally received revanesse (product and lot not specified) in december. Product was dissolved. She formed lumps post injections within the lip that did not resolve. Patient was seen again in february(01-feb-2023) and injected with revanesse lips+ (with lidocaine) pn40149, lot number 21l156 in the lips. Post injection patient was bump/lump free but formed lumps 2 weeks post injection(date of event (B)(4) 2023). No information was provided on topical anaesthetic blt was used. No information on medications before treatment. Follow up communications with clinic: following receipt of initial report on the 21-mar-2023, manufacturer has reached out to the clinic for addition information pertaining to the reported adverse incident. This information is required for prollenium's medical director to make a suitable medical assessment of the case presented. Medical director is not able to make a suitable medical assessment with the limited information provided. Clinic has not responded to prollenium despite repeated attempts to request the required information to process the adverse incident. No information has been provided to prollenium on the current status of the patient. Prollenium has forwarded a 30-day notice to the clinic on 18-apr-2023. If no response is received, prollenium will be concluding its investigations and closing this report. Internal report number (B)(4)